Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-12. The rep indicated that the hospital discarded the battery. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. There was poor communication. The patient last charged their device in (B)(6) 2018 because they were in a nursing home for an unrelated medical issue. The patient was unable to communicate with another external device. The issue began in (B)(6) 2018. Additional information was received from a manufacturer representative (rep) on january 22, 2019. It was reported that the patient's ins was overdischarged. The ins would not charge and would not connect with the clinician programmer. The rep was going to meet with the patient to reset the ins. Additional information received from the rep on april 29, 2019, which indicated that when they attempted to recover the ins from overdischarge, they were never able to bring it out of overdischarge because the patient couldn¿t lie still long enough for them perform a physician mode reset. They added that at the time they attempted to recover the ins, the patient was in the hospital and was ¿really out of it¿ and ¿out of sorts.¿ the rep stated that they are meeting with the patient on the day of the report at the physician¿s office. The rep inquired if the patient has had any previous overdischarge. Technical services reviewed that the ins will need to be brought out of overdischarge, and if it is the third time, then an end of service message will appear. Additional information was received from the rep on may 2, 2019. They confirmed the patient's hospitalization was unrelated to the device; they were admitted for unrelated reasons. The ins could not be recovered from the overdischarge event so there were plans to replace the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-22. The rep was not planning on returning the unit. This information was confirmed with the healthcare professional (hcp). No further complications were reported/are anticipated.